Event description:
It was reported that bd¿ syringe ll s/c 200 had sharp edges on syringe. Customer¿s verbatim: ¿ emerge ortho on duraleigh rd. In raleigh, nc identified sharp edges on bd 10ml syringe (B)(4). Batch 8276941. I currently have a sample of the complaint syringe. Please let me know where to send the sample. ¿

Manufacturer narrative:
Investigation: two 10ml syringes in opened blister packs (B)(4). Were received and evaluated. One blister pack was from batch #8236937 and one was from batch #8276941. It was observed one of the syringes from barrel mold c-246 had a beveled flange on the top and bottom edge and one syringe from barrel mold c-189 had a beveled flange on only the bottom edge. The ¿sharp¿ edge is not considered a defect because mold c-189 is older and has a different product drawing than mold c-246. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause not defined since defects were not confirmed in the samples received.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe ll s/c 200 had sharp edges on syringe. Customer¿s verbatim: ¿ emerge ortho on (B)(6) identified sharp edges on bd 10ml syringe sku 302995 batch 8276941. I currently have a sample of the complaint syringe. Please let me know where to send the sample."